Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed as the sdw (stent delivery wire) was severely kinked/bent approximately 39cm and 129.1cm from the proximal end. The sdw was significantly kinked/bent towards the distal end with the proximal coil wind stretched between the (distal protection assembly) dpa/petal and the epoxy on the proximal side of the dpa/petal. The subject was not returned. A functional test could not be performed as the subject device (stent) was not returned. The reported complaint was confirmed based on analysis. The subject device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported ¿the measured diameter of the distal landing zone was 3 mm, while the proximal landing zone measured 4.3 mm, with a planned coverage length of 24 mm. The physician selected a subject device (stent) based on these dimensions for implantation. The distal end of the subject device (stent) was positioned at the straight segment of the oa and was deployed smoothly, with the proximal landing zone at the level of the cavernous sinus. After subject device (stent) deployment, the microcatheter was advanced further, and during its withdrawal, the subject device (stent) suddenly recoiled, with the proximal end retracting to the neck of the aneurysm, failing to fully cover it. To achieve the desired therapeutic effect, the physician decided to bridge with another flow diverter stent, selecting a 5.0-20 stent for this purpose. The second stent was deployed successfully, with an ideal proximal landing area¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the subject device, and the subject device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. Other devices used in the procedure in conjunction with the subject device were guidewire and microcatheter. The delivery catheter and pusher were purged with sterile saline and verified that fluid exited the end of the delivery catheter and pusher. The flow diverter was not recaptured back into the microcatheter. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the subject implant was confirmed between the two marker bands. There was no resistance between the catheter and pusher. There was no resistance encountered during navigation of the subject device to the target lesion. There was no resistance encountered during the implant (subject device) deployment. There was no high % stenosis proximal to the stent which would likely contribute to the inability to deploy the stent. The second flow diverter stent was not placed as a medical intervention. Product analysis found the sdw (stent delivery wire) and the stent introducer sheath were returned. The stent was not returned. The sdw was significantly kinked/bent towards the distal end with the proximal coil wind stretched between the (distal protection assembly) dpa/petal and the epoxy on the proximal side of the dpa/petal. The sdw was also severely kinked/bent approximately 39cm and 129.1cm from the proximal end, which indicates the sdw encountered a significant force/resistance during use. There was no anomaly noted with the stent introducer sheath. It is possible the subject device (stent) was inadvertently dislodged during withdrawal of the microcatheter. It is also possible the size of the subject device (stent) was not appropriate for the vessel as the second larger 5.0mm x 20mm stent was deployed successfully, with an ideal proximal landing area. An assignable cause of procedural factors will be assigned to the as reported ¿stent dislodged/migrated¿ as analyzed ¿sdw kinked/bent¿ and ¿sdw deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during left internal carotid artery (ica) c6 segment aneurysm procedure, the operator positioned the distal end of the subject stent at the straight segment of the ophthalmic artery (oa) and deployed the subject stent, with the proximal landing zone at the level of the cavernous sinus. Next, the microcatheter was advanced further, and during its withdrawal, the subject stent suddenly recoiled, with the proximal end retracting to the neck of the aneurysm, failing to fully cover it. To achieve the desired therapeutic effect, the operator decided to bridge with another flow diverter stent. The second stent was deployed successfully, with an ideal proximal landing area. Postoperative angiography demonstrated significant stagnation of contrast medium within the aneurysm, and the procedure was concluded successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during left internal carotid artery (ica) c6 segment aneurysm procedure, the operator positioned the distal end of the subject stent at the straight segment of the ophthalmic artery (oa) and deployed the subject stent, with the proximal landing zone at the level of the cavernous sinus. Next, the microcatheter was advanced further, and during its withdrawal, the subject stent suddenly recoiled, with the proximal end retracting to the neck of the aneurysm, failing to fully cover it. To achieve the desired therapeutic effect, the operator decided to bridge with another flow diverter stent. The second stent was deployed successfully, with an ideal proximal landing area. Postoperative angiography demonstrated significant stagnation of contrast medium within the aneurysm, and the procedure was concluded successfully. No clinical consequences were reported to the patient due to this event.